Manufacturer narrative:
Date rec¿d by MFR: 29oct2019. Date of report: 30oct2019. The customer troubleshot with tech support over the phone. The customer replaced the blower to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07feb2020. B4: 13feb2020. The blower was received for failure evaluation. There were no signs of damage or contamination during visual inspection, but the impeller was found to be locking up. After testing, the blower assembly test had failed due to the bad temperature sensor lm20. Fault was found on this returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported that a blower stalled alarm had occurred. There was no patient or user harm reported.